Event description:
Customer reported that they changed the batteries multiple times and the insulin pump still had a blank display. Customer's blood glucose reading at the time of the call was 194 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with normal operating currents. No damage found on the liquid crystal display isolation tape noted. No unexpected alarms noted. The insulin pump was received with minor scratched liquid crystal display window, scratched case, cracked battery tube threads and cracked reservoir tube lip.